Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No product or photos were received for evaluation. Multiple attempts for additional information and product information were sent to the customer and no further detail was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 lvas instructions for use (IFU) section 6 entitled ¿patient care and management¿ warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient identifier, age, gender, weight request but not provided. Device serial number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump received a static discharge which caused it to malfunction. A possible patient injury was noted.

Manufacturer narrative:
This event was determined to be a supplemental information to MFR # 2916596-2024-02248. All investigational findings will be reported under MFR # 2916596-2024-02248.